Manufacturer narrative:
This device was evaluated on site by a qualified service provider and was not returned to the manufacturer for evaluation. On (B)(4) 2015, the philips field service engineer (fse), went on-site and performed a device evaluation. The customer called in to philips and stated that a patient death occurred. Reportedly, the staff expressed concern that all red alarms share the same alert tone which led to a user confusing a vfib alarm as a desaturation event. A review of the system logs and strips was performed. The fse confirmed that alarms were present at the time of the patient's death. No other anomalies were identified. A visual examination of the system was performed; no visible system issues were observed. Functional testing performed by the fse confirmed that the system was operating properly. The system passed all functional testing; no trouble found. To date, multiple attempts to contact the facility to gather follow-up information have gone unanswered. Therefore, no further information has been made available related to the event or the corresponding device. No new cases have been logged against the provided serial number to indicate that the user continued to experience similar issues so the event will be considered resolved. Additionally, a site specific review of incoming calls was performed to identify any cases with a similar problem description generated by this account; no other reports were received following this event. No further action/investigation is warranted by philips. The unit remains in use at the user facility. No philips product malfunction occurred.

Event description:
The customer reported that a patient death occurred and staff confused a vfib alarm with a desaturation alarm because they stated the alarm tone does not distinguish between different types of red alarms. The customer has indicated it is not known if the device was a factor but based on the allegations of confusion regarding alarm sounds, we will report as the device may have been a factor in the death of the patient. A patient death occurred.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.